Manufacturer narrative:
Complaint confirmed, the angel was returned with the disposable leaking blood. Evaluation confirms the spindle of the disposable cassette broke, however no abnormality was observed on the angel system abs-10060. A likely cause of the event is mishandling of the disk bag assembly.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a prp, injection as the abs-10060, angel was spinning the bearing on the cassette tube came loose, causing blood to spill out onto the counter and in the machine. The rep stated the spill was cleaned up per standard procedure.